Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 80 mg/dl. The customer was advised to disconnect from the insulin pump. The customer is calling back after receiving a new battery cap. The customer was advised that the insulin need to be replaced. The customer was advised to discontinue to use of the insulin pump and revert to backup plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.